Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient began feeling unwell and performed a fingerstick test. The first test showed a cgm reading of 144 mg/dl and a blood glucose (bg) reading of 44 mg/dl. A second fingerstick showed a cgm reading of 164 mg/dl and a bg reading of 36 mg/dl. As the patient began to feel faint and lost consciousness, their housemate quickly intervened and called emergency services. The patient was transported to the hospital and treated with intravenous glucose and fluids. They remained hospitalized for one day. Although the report states the patient stayed only for one day, the length of time in the hospital (less than or more than 24 hours) is unknown. No further medical evaluation or intervention was documented. At the time of this report, the patient was stable and feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.